Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and the customer was advised that they could continue using the pump and to call back if any malfunction codes appeared again.